Event description:
It has been reported to philips that a generator error at system start up prevented the customer from using the system, leading to a delay in treatment. The error occurred on the first procedure of the day. The patient was transferred to another hospital, and passed away two days later. It is unknown what procedure or examination was being performed. We are reporting conservatively at this time as it is unknown if our device may have contributed to the reported death. Philips has started an investigation of this complaint.

Manufacturer narrative:
New information has been provided which shows the patient is still alive. It is uncertain why the physician initially reported the patient died but the living status of the patient has been confirmed by philips. The patient was scheduled for a coronary procedure and was transferred to a hospital 30km away which caused a worsening of this pathology according to the physician. The hospital has another allura fd20 system in house but the physician did not know that it could also be used for coronary procedures and made the decision to transfer the patient.

Manufacturer narrative:
Philips has investigated the complaint. Analysis of the system log file confirmed a malfunction with the startup of the x-ray generator. Investigation revealed that the same issue reoccurred two days later. The philips field service engineer inspected the system onsite. The system functionality and the start-up of the generator were tested and the issue was not reproduced. The event was most likely caused by a generator power supply issue. Codes were updated based on the investigation outcome.